Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. The first stent strut on the distal end lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple kinks. A hypotube break was also identified 8.5cm distal from the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported that shaft damage occurred. The 99% stenosed target lesion was located in a severely tortuous and moderately calcified coronary vessel. A 3.50x24mm synergy drug-eluting stent was advanced to treat the lesion. However, the shaft was damaged at about 10cm from the hub. The procedure was completed with another synergy stent. No patient complications were reported. However, returned device analysis revealed stent damage and hypotube detachment.